Event description:
During an eval, a philips fse discovered the v3 was intermittent. There was no patient involvement.

Manufacturer narrative:
(B)(4). During an eval, a philips fse discovered the v3 was intermittent. There was no patient involvement. The device and accessories were evaluated onsite by a philips fse. The symptom was confirmed. The issue was isolated to the ECG trunk cable. The ECG trunk cable was replaced. The replacement trunk cable remains at the customer site. The device passed all testing and remains at the customer site. This was a malfunction of the leads ECG trunk cable. Replacement of the trunk cable resolve the issue.